Manufacturer narrative:
It was reported that after navitor implantation a congenital atrioventricular block occurred and patient was temporarily managed with pacing. The device remains implanted and will not be returned to abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported heart block could not be conclusively determined. The reported unexpected medical intervention and surgical intervention were the results of case-specific circumstances, as the patient was managed with temporary pacing, however the pacemaker was implanted due to patient condition. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a small flexnav delivery system. The annular dimensions of the native valve were effective orifice area 325.1cm2, perimeter of annulus 65.2mm, ascending aorta diameter 32.6mm and length of the membranous septum was 2.5mm. There was no calcification was confirmed from the annulus to the sub valvular to left ventricular outflow tract (lvot). The valve was implanted at depth of 3mm on the non-coronary cusp (ncc) and 3mm on the left coronary cusp (lcc). After navitor implantation, a congenital atrioventricular block (cavb) had occurred and patient was temporarily managed with pacing. If the patient's recovery does not occur, they planned for permanent pacemaker implantation. The patient was reported stable. The preoperative right leg block condition has returned and the implantation is scheduled on (B)(6) 2025.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.